Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "pt was sitting in bed and tubing to pac line was cracked and leaking blood. Pac clamped and deaccessed and reaccessed by nurse. Powerloc max removed from unit."